Manufacturer narrative:
Based on the collected information, the claimed drop distance was approximately 3 cm. The arjo technician who inspected the device following the event could not replicate the reported issue. The technician observed an overly tight adjustment of mast guide components and an unusual noise at the start of the descent. Laboratory tests conducted by the manufacturer¿s representative confirmed that tightening these components did not reproduce the reported drop but did generate a loud squeaking noise. This is consistent with the technician¿s observation. Based on the results of the device evaluation and the visualization of the room, which shows how the bed is made (i.e., with a mattress in a wooden box), it is possible that when lowering the patient onto the bed frame, the external part of the mast may have caught the bed¿s edge. After releasing the mast, a short drop may have occurred (about 3 cm), as described in the complaint. This hypothesis could not be confirmed due to lack of evidence. Therefore, the root cause could not be established. No device failure or defective component that could have contributed to the unexpected drop was found, and the event could not be recreated. The arjo product was directly involved in the reported incident because it was in use during the event, while the patient transfer was ongoing. The complaint was decided to be reportable due to allegation that the lift suddenly descended.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that the maxi move lift suddenly descended. At that moment, facility staff heard a loud bang coming from the device, after which it went down. The resident fell onto the bed and was not injured.